Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 400 mg/dl. The customer was treated for their blood glucose with IV drip. The customer felt symptoms of nausea and dehydration. The customer's doctor stated that there may be something wrong with the insulin pump. The customer was assisted with troubleshooting. The customer changed the set and their insulin pump function as designed.